Event description:
Complainant alleged that during training by facility staff, the device displayed "pacer disabled," "defib disabled," "defib fault 72," and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.